Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant product: architect toxo igg ln: 06c19-35, lot: 35755li00, expiration: 26nov2014.

Event description:
The customer reports falsely elevated results generated on an architect i2000sr analyzer in their lab. The customer provided the following: patient 1 ((B)(6) 2014): architect cmv igg initial result of 15.8 au/ml that retested at 0.4 and 0.4 au/ml; patient 2 ((B)(6) 2014): architect toxo igg initial result of 44.4 iu/ml that retested at 0.1 and 0.1 iu/ml. Controls were within specifications. No suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer visited the customer site to inspect the analyzer. Multiple parts were replaced and carryover testing performed with no definitive reason identified as to the cause the customer's issue. This analyzer was de-installed on (B)(6) 2014 and replace with another architect i2000sr analyzer. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the customer's current issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. Concomitant medical devices: architect toxo igg, ln: (B)(4), lot: 35755li00 expiration: 26nov2014.